Event description:
It was reported that the device had a high voltage problem as the device had high output for the right atrial (ra) lead. It was noted that he device had less than 4 years longevity. Additionally, the ra lead had high thresholds. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trm ICD implanted: (B)(6) 2012; 1158t-86 competitor lead implanted: (B)(6) 2012. (B)(4).